Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for flange broken, stopper separates, shield separates, plunger cap separates, cannula through shield on lot # 8351675. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8351675. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200798522] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the 1 ml 31 g x 6 mm u-100 insulin syringe (B)(6) has been found experiencing one occurrence each of damaged product, loose plunger rod, and needle through the shield during use. The following has been provided by the initial reporter: it was reported that flange was broken and plunger rod separated from rubber stopper. Also reported one syringe was missing plunger cap and shield but they were loose in the bag. Verbatim: consumer reported multiple issues with syringes. Flange broken, plunger rod separated from rubber stopper, one syringe missing needle shield, one missing plunger cap, shield and plunger cap were loose in the bag, needle bent through shield. Problem occurred in june and july involving two boxes of the same product and same lot, not sure which box each issue occurred from. Consumer does not re-use, samples have been discarded. Lot # 8351675. Product # 328519. No exp date.